Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
One month after implant, the patient reported wound drainage at the incision site. The wound was managed conservatively and then progressed to explantation of the rns neurostimulator. Treatment included two weeks of IV vancomycin. The infection resolved after treatment. This was diagnosed as a deep incisional infection.